Manufacturer narrative:
Device (photo) evaluation summary three (3) images were received. The images capture the endurant device handle with the external slider partially retracted. A severe bend is visible on the graft cover and blood is visible underneath the cover. One image captures the shelf carton label confirming the product identification as reported in gch. The reported deployment/expansion issue was confirmed based on the image review. Film evaluation summary: the reported deployment failure could not be assessed on the limited films provided; therefore the cause of the event could not be determined. Procedural angiograms showing the delivery system being advanced into the deployment site and showing deployment attempts were not available for review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm . It was reported that a follow-up CT taken approximately 5 months post-index procedure revealed a type ib endoleak in a dilated left common iliac artery. It was noted that ten days before admission, the patient reported feeling that the abdominal mass had enlarged. An endurant limb stent graft was intended to be implanted to treat the endoleak 3 days later. During the procedure, the outer sheath of the limb stent graft could not be deployed. Despite rotating the blue module of the delivery system into position according to the instructions for use, the stent still could not be deployed, resulting in deployment failure. It was reported that there was no damage noted to the limb delivery system or packaging during unboxing. The delivery system was withdrawn, and two new stents were successfully implanted in the left external iliac artery along with spring coil embolization in the left internal iliac artery, resolving the type ib endoleak. Per the physician, the cause of the deployment issue was not determined. No additional clinical sequelae were provided, and the patient is fine

Manufacturer narrative:
Product analysis conclusion :the stent graft had been deployed prior to receipt of the device and was not received for analysis. The external slider was partially retracted on device return. The graft cover was partially retracted and severely bunched. A detachment was evident to the middle member with the detached distal section displaced distally along the spiral member. Kinks were evident to the spiral member. Slight resistance was noted when engaging the trigger, however the external slider could be advanced and retracted smoothly by rotation and using the trigger. On retraction of the handle a detachment became evident on the graft cover approximately 19.5 cm distal of strain relief, it was not possible to advance or retract the graft cover due to the detachment. No other deformation was evident to the remainder of the device. In order to support root cause determination additional review was performed by an rd sme. The external slider was removed and the spring was measured. Spring proximal od 1.258¿, spring distal od 1.248¿ (specification 1.260¿ - 1.290¿) the reported deployment/expansion issues could not be confirmed due to the condition of the returned device. Ruler calibration number 802290 digital callipers calibration number 1000001146728. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.